Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-03835, 1627487-2020-03836. It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention wherein the scs system was explanted on unknown date. It is not known if the leads were explanted, so all devices are being reported.